Event description:
In january 2005, the pt was seen by the surgeon. The pt's device reportedly had migrated. No infection or decrease in performance was observed. However, the surgeon explanted the pt's cii device without prior notification to the company. The pt was reimplanted with another advanced bionics cochlear implant.